Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 21mm, and the length from the proximal non-aneurysnal neck to the distal non-aneurysmal iliac neck was 160mm. The pt has a history of hypertension. The pt's groins were prepped and draped in the usual sterile fashion. The appropriate needles, guidewires and sheaths were utilized. The common femoral arteries were isolated, and 10 french sheaths were inserted bilaterally. Aortogram was used to identify the renal arteries. The left sheath was removed, and the device was inserted over a guidewire through the left femoral artery and was partially deployed 1mm below the left renal artery. The physician states that the runners did not adequately deploy during removal of the runners. The right contralateral gate was cannulated. Angiogram revealed a patent left hypogastric artery with adequate coverage of the common iliac artery on the left side. The right sheath was removed, and a 16mm diameter x 8.5cm length iliac limb was inserted over a guideiwre. The iliac limb could not be engaged through the gate; therefore, the physician completed the deployment of the bifurcated stent graft, and the proximal extent of the bifurcated stent graft was placed 15mm below the left renal artery. The contralateral iliac limb was deployed, and a 16mm diameter x 5.5cm length iliac extender cuff was inserted and deployed. Angiogram revealed a patent right hypogastric artery with adequate coverage of the common iliac artery. Both delivery catheters were removed, and were replaced by 10 french sheaths. Angiogram confirmed that the proximal edge of the bifurcated device was 15mm from the left renal artery. The left sheath was removed, and a 28mm diameter x 3.75mm length aortic extender cuff was inserted over the guidewire. The cuff was deployed with 2mm coverage of the left renal artery. A guidewire was inserted through the right iliac limb posterior to the cuff. A snare was then inserted through the left side and snared the guidewire on the right, creating a continuous length from the right groin, behind and over the aortic cuff, and exiting the left groin. This was used to pull the cuff down 3mm to 1mm below the left renal artery. Angiogram demonstrated patent renal arteries with adequate proximal neck and bilateral common iliac artery coverage. An angioplasty balloon was used to expand the cuff, and an add'l 28mm diameter x 3.75mm length aortic extender cuff was deployed between the first aortic extender the cuff, and the bifurcated stent graft. Final angiogram demonstrated no endoleak and excluison of the aneurysm. No add'l clinical sequelae were reported, and the pt is reported to be fine.